Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that when the colonovideoscope was connected to the video system center and light source and powered on, the screen displayed an error: e315 (incompatible scope error). The issue occurred during preparation for use for a diagnostic colonoscopy procedure. The procedure completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The customer's complaint was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that " e315 occurrence" occurred due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or parts mounted on the electrical circuit board such as integrated circuit chips and capacitors were broken. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning : using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. Olympus will continue to monitor field performance for this device.

Event description:
The customer reports no delay.